Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 530 mg/dl. It was stated that the customer woke up with high blood levels the night before. It was stated that the customer changed the infusion set and delivered boluses, but continued to experience high blood glucose levels, and eventually went to the hospital for treatment. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and high pressure tests. Found low reservoir and motor error alarms in the alarm history. Nothing further was reported.